Event description:
Obsidio was selected to embolize active bleeding in the 2.7mm gastroduodenal artery (gda). There were no issues during injection. A follow up computerized tomography (CT) scan showed what was assumed to be obsidio fragments in the liver. There were no patient complications. It was further reported that a gastrointestinal (gi) clip was placed prior to the patient coming in for the obsidio procedure. The obsidio was approximately 1 cm away from the ostium. The physician removed the micro catheter immediately after injecting the obsidio, therefore no saline or contrast was injected. After the initial procedure with obsidio, the patient bled at a different location which was embolized with a coil. The follow up CT scan was done three days after the initial procedure with obsidio.

Manufacturer narrative:
A2: age at time of event: patient was over 18, exact age unknown. H6: impact codes (1): updated from minor injury/illness/impairment to no health consequences or impact. B5: describe event or problem: additional information images evaluated by MFR: the complaint device was not received for analysis. The site provided x-ray images of the suspected obsidio fragments in the liver of the patient, confirming the event of material separation. H3 other text : no device was returned. Images were reviewed.

Manufacturer narrative:
A2: age at time of event: patient was over 18, exact age unknown.

Event description:
Obsidio was selected to embolize active bleeding in the 2.7mm gastroduodenal artery (gda). There were no issues during injection. A follow up computerized tomography (CT) scan showed what was assumed to be obsidio fragments in the liver. There were no patient complications.